Manufacturer narrative:
Conclusion and justification status:the complaint states hospital reported to (B)(4): breakage of prothesis at medial femoral shield.a complaint database search and review of manufacturing records did not identify any anomalies.the products were transferred to applied research and a lab report was received stating scratching is visible on the tibial bearing surface. Pitting is visible on the femoral and tibial bearing surface. A fracture is visible across the medial femoral condyle. No discernible scratches were observed on both segments of the fractured femoral component. Numerous scratches present on tibial tray.the mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factorsthe complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4).depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Hospital reported to nca (bfarm): breakage of prothesis at medial femoral shield. Update rec'd 18 november 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. Upon revision, extensive osteolysis on the femur. At this time the patient's insert is being reported. The complaint was updated on: 08/12/2015.